Event description:
The patient called animas on march 4 alleging the pump dispensed insulin from the cartridge during the load step. The patient reported she was changing the cartridge and confirmed that she was disconnected at the time of the load step. The patient reported that the pump fell off the waist band and dropped about three feet prior to changing the cartridge. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Recall # 2531779-03/24/2010/003-r the pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):a review of the black box history revealed loss of cartridge detection had occurred which was duplicated during testing. During testing, the pump was found to be unable to complete the load cartridge step successfully. The force sensor calibration test was performed and the force sensor was found to be out of calibration. When the force sensor was removed, the force sensor flex pin became detached from the flex wire and contamination was observed in the force sensor assembly.